Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported thrombus could not be conclusively determined. Thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was inserted. However, upon inserting the clip, imaging showed a thrombus on the clip. Therefore, the clip was removed and the procedure was discontinued. Additional heparin was administered. Mr was reduced to a grade of 1. There was no clinically significant delay in the procedure.